Manufacturer narrative:
The customer called in to report his display issue. While reporting the event, the customer noted that he did not see the incorrect day count at first, only the e99 error message. The customer went on to note that the staff were properly following the reprocessing steps. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the disinfectant solution tracker was not properly resetting on his olympus endoscope reprocessor. According to the initial reporter, only 7-8 days had passed since the solution was replaced, but the display was showing 15 days. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue of the disinfectant solution tracker displaying incorrect information. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of a failure in the internal circuit board. This failure was thought to have caused the inability of the counter to reset. Olympus will continue to monitor field performance for this device.